Event description:
It was reported the pt is not receiving stimulation. A sjm rep conducted lead diagnostics which showed high impedance values for all scs lead electrodes. The sjm rep advised the pt to consult with the physician. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.